Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Battery contacts are compressed and contaminated. Display screw is shorting to the capacitor on the main printed circuit board. Upper case is dented. Encoder flex is torn. Lower case, side bail covers, and ring cover are broken. Battery release, heart block, and lead flex cover are contaminated. The ring is bent. Display is out of mechanical specification (customer tampered with the display).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the external pulse generator (epg) shuts off a few minutes after being powered on. The biomed replaced the battery and measured voltage after powering on the epg. When monitored the voltage drops. The epg was returned for repair. No patient complications were reported as a result of this event.